Event description:
Device was reported to fail upon initial clinical use. There was a really bad bleed when pushed epk2303-01 into scope the catheter was completely full of blood. Tried two boxes, the third box worked.